Event description:
A (B) (6) male pt underwent aaa repair on (B) (6) 2007. The pt received a zenith aaa endovascular graft bifurcated main body and two zenith aaa endovascular graft iliac legs. The procedure was completed without reported incident. On (B) (6) 2010, the (B) (6) pt had need of a secondary repair. At this time, the pt's aneurysm had enlarged and a follow-up angiogram and CT scan showed that the zenith aaa endovascular graft bifurcated main body had migrated and the left zenith aaa endovascular graft iliac leg had been disconnected (1820334-2010-00215). An endoleak was present. The pt was admitted into the operating room and the physician repaired with a zenith renu aaa ancillary graft main body extension and a zenith flex aaa endovascular graft iliac leg. The repair was successful and the final angiogram showed no signs of endoleak.

Manufacturer narrative:
(B) (4) (B) (4). Images only, not the actual complaint device was returned for investigation. Event is still under investigation.